Manufacturer narrative:
(B)(4). Retainer ring=black. Customer complained on (B)(6) 2022 pump alarmed critical pump error and the battery compartment is cracked. Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display during download. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to blue display during thus download. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Verified critical pump error. However, was not able to verify cause of critical pump error due to blue display during thus download. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump crack on the back side towards the clip. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device was returned for analysis.